Event description:
Reporter stated that a patient's capillary blood pt level was measured, using the suspect product, with back-to-back results of 6.8 inr and 6.1 reporter indicated that the patient's blood pt level was immediately retested, using a different strip lot, with a result of 5.9 inr. Within 4 hours, an additional sample obtained from the same patient was measured on a laboratory instrument, 2.6 inr. Reporter noted that, based on the values obtained on the suspect product, patient's coumadin dose was held for 2 days. No resultant injury was reported. Liquid quality control testing was reportedly performed on the system and the results were within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.